Manufacturer narrative:
The device was returned and the evaluation found there was no image form the 180 and 150 scope due to a faulty patient board and there was no image on the 190 scope due to a faulty low voltage switching device printed circuit board. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that before the diagnostic upper gi enteroscopy procedure there was no image on the video system center when connected to a scope from the 180 series. However, when checked with both the 170 and 190 series scopes, no issues with the image were found. The case was carried out using the evis exera iii small intestinal videoscope, and there were no reported incidents of harm to the patients.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Based on the results of the device evaluation, the reported event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty patient board and low voltage switching device printed circuit board could not be identified. Olympus will continue to monitor field performance for this device.